Event description:
A malfunction occurred on the customer¿s pump while they were in the middle of a software update. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump; however, the malfunction persisted. Technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections as an alternative insulin therapy. The replacement pump was sent, and instructions were provided for returning the faulty pump. The customer understood and acknowledged the steps to be taken.